Event description:
Event description guidant received information from the patient's family member that the patient with this device developed light-headedness and passed out. This device was included on the low voltage capacitor advisory population. A technical service consultant recommended that the patient seek medical attention. Guidant recieved additional information that the device was explanted and replaced.